Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced difficult to remove needle on (B)(6) 2024. No further information available.